Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the pocket this pacemaker was in was causing the patient pain. A revision procedure was scheduled to take place. However, during the procedure, the pacemaker was contaminated so a new pacemaker was placed. No additional adverse patient effects were reported.